Event description:
It was reported that insufficient ice occurred, causing insufficient treatment. An icerod cx 90 degree needle/vl was selected for a renal cryoablation procedure. The needed tested correctly, and it was then inserted into the patient. During the first freeze cycle, however, the needle developed very little ice, approximately 2-3 millimeters. The ice was barely visible, on a computed tomography (CT) scan at both 5 and 10 minutes into the freeze cycle. The temperature indicated on the monitor also did not drop as expected, remaining at around -80 degrees celsius. The needle was reheated for 4-5 minutes and freezing was restarted, but the situation did not improve. The needle was removed, and treatment was incomplete. There were no complications for the patient as a result of this event, and the procedure was rescheduled.

Manufacturer narrative:
Good faith efforts have been sent to confirm the product status; however, the information has not been obtained at the time this report was sent. Investigation results: device history records review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the icerod cx 90 degree needle/vl was completed and confirmed that the reported event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.